Event description:
It was reported that during a procedure to treat a lesion in the distal right coronary artery with heavy tortuosity, heavy calcification, and 90% stenosis, pre-dilatation was performed. A 2.5x15 xience v stent delivery system (sds) was advanced but could not cross the lesion. Reportedly, the proximal shaft bent (kinked) during advancement and the sds was withdrawn from the patient anatomy without resistance when the proximal shaft of the sds was found to have separated outside of the patient anatomy. The separated distal portion of the stent delivery system was simply withdrawn from the patient anatomy. The procedure was completed with balloon dilatation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft kink and separation were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.